Event description:
Information was received from a patient regarding an implanted neurostimulator implant. The reason for call was patient reported he went to increase the stimulation and he is getting message settings not available cannot provide your desire intensity on the controller screen. Patient stated they can decrease and if they try to increase they get the message. Patient stated they are able to use other groups and programs. Agent asked clarifying question. Patient stated they were at airport. Patient services specialist asked patient to connect with controller and controller show 50% and implant is 100% charged. Agent reviewed device function. Patient service reviewed meaning of message and recommend patient consult with healthcare provider ofc for next steps. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient called back and repeated previously documented information. Patient mentioned they made an appointment with their healthcare provider (hcp) for next friday and would like a rep present. Agent reviewed role of rep and provided nas number. Additional information was received from the patient. Patient reported the cause for the issue was they went through tsa at the airport. Patient noted they met with their rep who made the necessary adjustments and reprogrammed groups a <(>&<)> b and added a c group. Patient noted it is now working better than ever and they are finally getting real relief.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.